Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported customer was hospitalized with high blood glucose of 24 mg/dl. During troubleshooting, it was stated customer was given a 2.8 unit bolus with the insulin pump, but the infusion set did not drip and insulin was not delivering. During manual prime, insulin did exit. During a fixed prime, though, insulin was not exiting, according to the customer's parent. It was not known if the delivery issue was due to a reservoir occlusion. The reservoir will not be returned for analysis at this time. A blood glucose of 26.1 mmol/l was documented at the time of this report.